Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "right side grade iii of capsular contracture." "Refers pain and increase in volume and pain in the right breast of 2 months of evolution. Diagnosis capsular contracture grade ii" " ovoid images, circumscribed edges, anechoic with posterior sonic enhancement, thin walls, homogeneous, its major axis presents orientation parallel to the skin plane, without flow to the application of color doppler, compatible with simple cysts, in right breast measuring 0.63 cm (r12 to 3 cm from the nipple), 0.42 cm (r4 to 4 cm from the nipple), 0.60 cm (r5 to 4 cm from the nipple)." "Ovoid images, circumscribed edges, hypoechoic with lateral acoustic shadow projection, homogeneous texture, compatible with fibroadenomas with major axis parallel to the skin plane, without flow to the application of color doppler, in the right breast measures 1. 23 x 0.98 x 0.49 cm (r3 at 5 cm from the nipple)" "axillary ganglions with preserved morphology, without alteration to the application of color doppler, measurement of a right axillary ganglion with diameters of 1.19 x 0.71 cm, cortical thickness of 0.21 cm " diagnosed via ultrasound. This record is for the right side. Device remains implanted.